Event description:
High shock impedance reported, which has been trending up over the last year. Pacing impedance is steady, rv threshold has trended up slightly in the last month. Sensing has also trended up in the last month. Noise can be seen on the ff channel. Full lead evaluation with postural and isometric testing was recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.